Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h3, h6, h10. The product was returned, and the following visual examinations were noted on the returned device: liner is fully expanded as designed. Distal tip torn radially, along the distal edge of the liner. Axial, radial, and angled score lines are present. Scratches on soft tip. Hdpe stretching along the distal tip tear. Scratches noted on the sheath shaft. Due to the condition of the returned device, no functional or dimensional testing was performed. The provided imagery was reviewed; the following observations were made: tortuosity is present in patient's left carotid access vessel. Distal tip of sheath is torn radially, along the distal edge of the liner. Scratches noted along the sheath shaft. Stretching noted along the distal tip tear. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from related work order and revealed no other complaints relating to the relevant complaint codes. A manufacturing mitigation review was conducted and sheath distal tip tears resulting from improper tip expansion and interference between the valve and sheath tip during advancement of the delivery system has previously been documented in a pra. Manufacturing mitigations/controls relevant to the issue (e.g., visual and dimensional inspections to the sheath shaft components and esheath final assemblies, visual inspection, and product verification testing on finished devices) are captured in that pra. Content was reviewed and these mitigations remain applicable to the manufacturing of the complaint device. The esheath and commander system IFU's were reviewed, along with the device preparation training manual, device procedural training manual, and transcarotid approach training manual. Precautions include 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively', and 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'. Noted under the precautions section also includes 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip torn was confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, 'during closure of the carotid artery, the esheath was removed and it was noticed by the implanting physician that the distal end of the esheath was split/torn (distal tip tear). The physical inspection appeared all intact with no debris left behind. There was no patient injury and the patient was discharged to recover.' Per product evaluation, the distal tip was torn radially, along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in the pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement may have contributed to the complaint event. However, a definitive root cause is unable to be determined. A pra was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. The risks outlined in the pra remain the same. In this case there was no patient harm as the distal tip tear was observed after removal from the patient. The re-escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within the monthly control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. See product risk assessment applicability action item for details. A CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. The CAPA is closed. The corrective action was to implement a fixture designed to hold the sheath shaft during the tip scoring process, reducing gap distance variation, which was implemented. While the sheath from this complaint event was manufactured after the corrective action, the complaint occurrence rate did not exceed the control limit. In addition, there was no confirmed manufacturing nonconformance identified during evaluation. Therefore, no further escalation is needed at this time. Complaint trending will continue to be monitored on monthly basis.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia (s3ur) valve in the aortic position via left carotid cutdown approach, the 14f esheath was inserted into left carotid artery. The 26mm s3ur advanced on commander. The valve was delivered and deployed without any issues. During closure of the carotid artery, the esheath was removed and it was noticed by the implanting physician that the distal end of the esheath was split/torn (distal tip tear). The physical inspection appeared all intact with no debris left behind. There was no patient injury and the patient was discharged to recover.